Event description:
It was reported that the patient received five shocks from their cardiac resynchronization therapy defibrillator (crt-d) and was admitted to the hospital. Boston scientific has made three attempts to obtain additional information on the allegation, however; no response was able to be obtained from the health care professional (hcp). If additional information is obtained, this report would be updated at that time. The device remains in service and no additional adverse patient effects were reported. Received additional information the five shocks delivered were appropriate. The physician elected to modify the device programming and the patient was started on anti-arrhythmic medication. The device remains in service and no adverse patient effects were reported.

Event description:
It was reported that the patient received five shocks from their cardiac resynchronization therapy defibrillator (crt-d) and was admitted to the hospital. This is all the information provided, and additional information has been requested. At this time, the device remains in service and no additional adverse patient effects were reported.